Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector portion was returned in one piece with the stylet inserted measuring 13.8cm. External abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 11.1cm to 11.3cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.